Manufacturer narrative:
The returned device was analyzed and the reported allegations of hole and fluid loss was confirmed. Based on a review of all available information, the cause of the reported event was due to a hole in the reservoir shell adapter junction due to fatigue.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. During the revision procedure the physician observed a hole in the reservoir resulting in fluid loss. The cause of the reservoir hole was not identified by the physician. The patient improved following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new ipp reservoir was implanted. During the revision procedure the physician observed a hole in the reservoir resulting in fluid loss. The cause of the reservoir hole was not identified by the physician. The patient improved following the procedure.